Manufacturer narrative:
The customer had 3 contour link meters and was not sure which meter was used at the time of the low reading. The two additional meters:(B)(4). Model numbers were not provided for any of the three meters. In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
A (B)(4) customer received a blood glucose reading of 12.5mmol/l on one of his three contour link meters. He injected insulin accordingly and 20 minutes later took another blood test and received a reading of 1.2mmol/l. The customer experienced hypoglycemic symptoms and then ate something sweet. It was asked that the customer return the test strips for evaluation. He was sent replacement strips and new meters.strip information was not obtained.